Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported the temp became unstable during an rf ablation procedure. Since it could not be fixed by rebooting the generator, the needle was replaced with new one and the procedure was completed. No pt injury occurred. Initial eval of the returned needle found the insulation was damaged.